Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported the redo double lumen tpn catheter gets blocked and broken easily. Additional information has been requested regarding specific event details. At the time of this report no additional details have been received.

Manufacturer narrative:
Investigation ¿ evaluation. The device was not returned for an evaluation and no photographs were provided. Without the device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of the instructions for use, quality control data, and specifications. On (B)(6) 2019, the reporting body notified cook that a facility has had a history of redo double lumen tpn catheter set (rpn c-tpns-5.0d-65-12-redo) that were either blocked or leaking. The date of device placement and event occurrence is unknown. Further communication was unable to determine if the device was blocked or leaking. There is no mention of the patient experiencing adverse events caused by this failure, nor is there mention of a new device being placed. With this complaint, no device is expected to be returned for physical evaluation and no lot number was provided. It is unknown if this complaint was meant to cover one past issue or multiple issues that cook has not been informed of. A clinical assessment was completed for the event. As reported, the c-tpns-5.0d-65-12-redo (lot unknown) became blocked and broken easily. There is no additional information surrounding frequency or specified use of this device on this patient. It is not known how long the device had been placed prior to the alleged malfunction. It is not known if blood was withdrawn through the device, or if the device was heparin locked or flushed. There is no information surrounding how the device is secured to the patient. It is not known if the patient¿s activity may cause stress on the lumen when it is connected to IV lines. It is not known if the IV lines become entangled on crib/bed rails or other devices that may cause stress on the lumen. The instructions for use (IFU) provides the following relavant information: warnings if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify the attending physician immediately. Suggested catheter maintenance the instructions state that the catheter should be maintained with a continuous saline or heparinized saline drip. If a heparin lock is utilized, then the lumen should be checked at least once every 24 hours and flushed before and after use. A review of the device history records could not be performed as the user facility did not provide the lot number of the device. A review of complaint history for the complaint device lot could not be performed because the lot number was not provided. With no lot number provided there is not sufficient evidence that suggests there is non-conforming product remaining in house or out in the field. There is 100% inspection of the device lot to ensure the manifold is securely connected to the extension tubing and the main catheter without voids or cracks. Each device is leak tested to ensure lumen communication does not occur. A level I inspection is also conducted which measures the manifold to ensure the correct manifold was used during assembling. In the user¿s manual, the instructions state that the catheter should be maintained with a continuous saline or heparinized saline drip. If a heparin lock is utilized, then the lumen should be checked at least once every 24 hours and flushed before and after use. A review of the current versions governing the manufacturing and quality controls was done. This review found that current process and quality inspection checks are in place to ensure the functionally and device integrity prior to shipment. No specific issue with this documentation that may have contributed to this failure mode was found. There is not sufficient evidence to suggest that these past complaint devices were manufactured out of specification. The information for this event is unable to assist in determining whether the device failure was due to blockage or if the device leaked. A cause for the lumen being blocked cannot be established. It is possible that a lumen obstruction contributed to the lumen leaking due to the pressure build up. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Monitoring will continue to be performed for similar complaints. The appropriate cook personnel have been notified of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new event information to report.